Event description:
The nurse reported a case of endophthalmitis. Additional info rec'd stated the pt's visual recovery was satisfactory.

Manufacturer narrative:
The company sales representative went to the facility to review the cleaning and sterilization procedures with the staff. The facility staff is following recommended cleaning and sterilization practices. The root cause of the pt event cannot be determined in this investigation.